Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tapered screw-vent implant (tsvwb10) was received. Visual inspection of the returned products identified that the implant had fractured at the collar. There was presence of bone residue around the threads and the vent. Therefore, based on the evaluation, the device malfunction had occurred and the reported event was confirmed following inspection. Review of the DHR for tsvwb10 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: n/a. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the top of the implant (tsvwb10) fractured. The implant was placed and removed on the same day. Another implant was placed during the same surgery. Tooth location 19.